Event description:
End user was walking with four wheeled walkr when side frame tubing broke at hole for folding assembly. User fell but only received a bruise, no further injury and no medical attention was sought.